Manufacturer narrative:
Results - thirty customer samples were evaluated. Each sample was hand activated to evaluate defective locking of the safety shield. The safety shield rotated backward with ease with no IV shield life identified. The safety shield was then engaged over the IV needle. The lockout features engaged appropriately and no breakage, full or partial disengagement of the safety shield from the body of the unit was identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 2310996. Conclusion - the root cause of the customer experience is unknown.

Event description:
It was reported that the safety of 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter failed during use. No injury or medical intervention was reported.